Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 1/6/2019. The initial reporter title, first and last names were added. The initial reporter phone: (B)(6). [Conclusion]: the healthcare professional reported that during an emergency percutaneous transluminal angioplasty (pta) procedure for the internal intracranial artery that employed the use of the enterprise® 2 vascular reconstruction device 4.0mm x 23mm no distal tip (catalog #: enc402300 /lot #: 10978028). When the delivery wire was being inserted into the sheath during preparation, the physician stepped on fluoroscopy and the angiography showed that the enterprise stent device had already deployed in the vessel. It was confirmed that there was nothing unusual noted on the device prior to use. The procedure was successfully completed without further issues or delay; the enterprise® 2 stent remains implanted in the patient. It was confirmed that there was no flow restriction or reduction as a result of the reported issue. There was no report of patient injury or complication. There was no procedural delay as a result of the issue. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The healthcare professional reported that during an emergency percutaneous transluminal angioplasty (pta) procedure for the internal intracranial artery that employed the use of the enterprise® 2 vascular reconstruction device 4.0mm x 23mm no distal tip (catalog #: enc402300 / lot #: 10978028). When the delivery wire was being inserted into the sheath during preparation, the physician stepped on fluoroscopy and the angiography showed that the enterprise stent device had already deployed in the vessel. It was confirmed that there was nothing unusual noted on the device prior to use. The procedure was successfully completed without further issues or delay; the enterprise® 2 stent remains implanted in the patient. It was confirmed that there was no flow restriction or reduction as a result of the reported issue. There was no report of patient injury or complication. There was no procedural delay as a result of the issue. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The enterprise stent remains implanted and is not available to be returned for evaluation and testing. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (10978028) presented no issues during the manufacturing or inspection processes related to the reported complaint. Lake region medical reviewed the device history record (DHR) related to the manufacturing, inspection and packaging of this lot. The DHR indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. The enterprise® 2 stent remains implanted and are thus not available for evaluation. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). [Conclusion]: the healthcare professional reported that during an emergency percutaneous transluminal angioplasty (pta) procedure for the internal intracranial artery that employed the use of the enterprise® 2 vascular reconstruction device 4.0mm x 23mm no distal tip (enc402300 / 10978028). When the delivery wire was being inserted into the sheath during preparation, the physician stepped on fluoroscopy and the angiography showed that the enterprise stent device had already deployed in the vessel. The procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. It was reported that the enterprise stent is not available to be returned for evaluation and testing. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (10978028) presented no issues during the manufacturing or inspection processes related to the reported complaint. Lake region medical reviewed the device history record (DHR) related to the manufacturing, inspection and packaging of this lot. The DHR indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an emergency percutaneous transluminal angioplasty (pta) procedure for the internal intracranial artery that employed the use of the enterprise® 2 vascular reconstruction device 4.0mm x 23mm no distal tip (enc402300 / 10978028). When the delivery wire was being inserted into the sheath during preparation, the physician stepped on fluoroscopy and the angiography showed that the enterprise stent device had already deployed in the vessel. The procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. It was reported that the enterprise stent is not available to be returned for evaluation and testing.